Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. The values were typically around 1800 ohms, but rose to 2004 ohms. At this time, the rv lead and existing implantable cardioverter defibrillator remain in service. The patient's following physician is aware. No adverse patient effects were reported.